Manufacturer narrative:
Correction: h6 - additional code 11 cause investigation - type of investigation.

Manufacturer narrative:
Investigation is summarized as follows: retain/file sample evaluation: the file sample evaluation for alinity m hr hpv amp kit (list 09n15-090) lot 405912 was performed. The file sample evaluation testing met all validity and acceptance criteria. The product file sample evaluation for the alinity m hr hpv amp kit (list 09n15-090) lot 405912 received a disposition of pass. The file sample evaluation testing results did not reproduce the customer's observation. Customer data review: the customer result logs attached to the ticket were reviewed. Review of the customer data demonstrated that the assay software and the alinity m hr hpv amp kit (list 09n15-090) lot 405912 are performing as expected. Review of the results log files from the customer do not indicate that lot 405912 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review: device history record (DHR) review the manufacturing packets for alinity m hr hpv amp kit (list 09n15-090) lot 405912 (including the complaint components) were reviewed to identify if there were any issues related to the reported complaint. Review of the manufacturing packet for alinity m hr hpv amp kit (list 09n15-090) lot 405912 (including its components) did not identify any issues that could result in the reported complaint. The quality control (qc) amp kit masterlot testing for alinity m hr hpv amp kit (list 09n15-090) lot 405912 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. Lots 405912, 407166, and 403001 were searched. The CAPA review did not identify any existing internal records or nonconformances related to the reported complaint for lot 405912 (kit lot) and lots 405913 and 405178 (component lots). Complaint history review: a lot specific complaint history review was performed. Complaint trending was completed. A trend violation was not identified, and the upper control limit was not exceeded for product 09n15 (base list number). Based on the results of the investigation elements, a product deficiency for alinity m hr hpv amp kit (list 09n15-090) lot 405912 was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Event description:
The customer reported a false not detected result (sample ID [sid] (B)(6) for alinity m hr hpv amp kit on (B)(6) 2025. The customer didn´t realize that sample had already been processed, and the sample was retested the next day. The repeat result was hr hpv detected, hpv16 (cycle number 29.32). The technical application specialist (tas) concluded results were valid and controls were accepted. The customer reported the positive result as they considered the not detected one is incorrect. Thin prep vial will be sent to another area of the laboratory for liquid-based cytology (lbc) testing. On (B)(6) 2025, the customer reported that she does not have the lbc result nor any other information regarding patient´s health. There was no report of impact to patient management.

Event description:
The customer reported a false not detected result (sample ID [sid] (B)(6) for alinity m hr hpv amp kit on (B)(6) 2025. The customer didn´t realize that sample had already been processed, and the sample was retested the next day. The repeat result was hr hpv detected, hpv16 (cycle number 29.32). The technical application specialist (tas) concluded results were valid and controls were accepted. The customer reported the positive result as they considered the not detected one is incorrect. Thinprep vial will be sent to another area of the laboratory for liquid-based cytology (lbc) testing. On (B)(6) 2025, the customer reported that she does not have the lbc result nor any other information regarding patient´s health. There was no report of impact to patient management. On (B)(6) 2025, the customer reported that the result of the lbv testing was negative for intraepithelial lesions. Although the lbc result was negative, the customer didn´t modify their original false negative complaint. According to them, a lbc negative result does not discard the presence of the virus or sickness.

Manufacturer narrative:
Following fields have been updated: b5. An investigation is in process. A follow-up report will be submitted when the investigation is complete.